Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital with lead noise and inappropriate shocks. The pacemaker dependent patient was seen for a lead revision due to increase high voltage lead impedance. The lead was capped and replaced. The patient is doing well and will continue to be monitored.